Event description:
It was reported that it was not possible to disconnect the blade. No further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of report changed from (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. Products were returned to the responsible product development engineer for evaluation and inspection. The thread of the extraction instrument was slightly damaged and some organic residue is visible. The event was not confirmed as both items were able to be disassembled using the relevant op technique for implant removal providing evidence that the blade was tightened far too much during insertion which caused the jamming up and making it difficult to disconnect the blade. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. No product fault could be detected and we believe that the blade was tightened far too much during insertion making it difficult to disconnect the blade. W results. Conclusion ¿ while the complaint is considered indeterminate from a manufacturing perspective, user error contributed to the event as the investigation results revealed that the blade was tightened far too much during insertion making it difficult to disconnect the blade and contributing to the damage to the extraction instrument. Placeholder.